Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, in addition to the procedure itself and rapid pacing during bav and valve deployment, the patient¿s risk factors for hypotension/cardiogenic shock included his history of cad, chf, and mi. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary (ts 39109), stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. The exact cause of the stroke is unknown,; however, in addition to the procedure itself, the patient¿s risk factors for stroke included his advanced age (83 y/o) and his history of atrial fibrillation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards clinical specialist, the patient underwent a ta tavr procedure. The apex was accessed and the edwards ta sheath was placed without incidence. Pacing was initiated, ventilations were held and a bav using the edwards provided bav balloon was completed. The patient became somewhat hypotensive but the decision to proceed was made. The delivery system was introduced and the valve placed at the annular level. Patient's bp continued to drop. The valve was backed out of the annulus in order to allow the patient's bp to recover. Despite this, the pressures continued to fall therefore CPR was initiated for 4 minutes. At that time the patient had sufficient sbp to deploy the valve, which was completed without complications. However, several minutes after valve deployment, the patient's bp began to fall once again and CPR was restarted. This continued for 3 more minutes at which time the patient was deemed to be hemodynamically stable. Review of medical records: the next morning the patient had neurological symptoms. CT was negative for acute stroke. In the afternoon the patient had expressive aphasia, became increasingly drowsy, obtundent, unresponsive to painful stimuli. Neuro evaluated patient [likely stroke]. Early evening (1700) the patient underwent bronchoscopy and emergent intubation due to apneic periods > 20 seconds. The patient had vt and af with aberrancy before and after the procedure, sustained for minutes. Received amiodarone and a 500ml saline bolus. Levophed started to support sbp. Around 1800, pt. Became hypotensive and drips were titrated up. Sbps 69-70, hr dropped to 40s. At 1900, code blue called. CPR initiated. Abgs revealed persistent very severe acidosis; lactate had been elevated substantially, and this was thought to be on the basis of cardiogenic shock and tissue hypoperfusion. CPR was continued off and on for 2 hours while an iabp and a transvenous pacer were placed. Epinephrine, levophed and vasopressin were started during this time. Pt also received multiple doses of bicarb, calcium, epinephrine, and a dose of atropine and magnesium during this period. Regained sinus tachycardia at 2100. Code status changed to dnr at this time. There was some stabilization of the sbp; with the iabp and the pacemaker, and correction of the acidosis, there was an improvement in the circulatory status. Oxygenation was very poor. The patient did not follow commands, but pupils were reactive and not dilated, and he assisted the ventilator. He did not respond to noxious stimuli.